Event description:
A manufacturer representative (rep) reported that when the patient's electrodes were implanted, the electrode impedances were abnormal. Following troubleshooting the impedances were still abnormal so the electrode was replaced. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Analysis of the lead found conductor crossover of the conductor on the proximal end of the lead. The lead was received with the stylet inserted and circuits #1 and #2 were intermittently shorted. Circuits #1 and #2 were still shorted with the stylet removed. When measured at the proximal end, impedances between circuits #1 and #2 varied from 1 ohms to open when the lead is slightly flexed at the #2 contact. The lead also failed impedance test in saline at check-in. X-ray picture indicates conductor cross-over under the #1 contact. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because this is the closest code available with respect to this event. Information references the main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.